Event description:
Medtronic received a communication of physical damage to the pilot balloon/valve. The customer indicated that a leak of the tube occurred. It was reported that "early extubation" was required, but no further injury occurred.